Manufacturer narrative:
At the time of this report, the product has not been received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed

Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, the coating or surface of the catheter had a sharp edge. The end user suffered a lesion to the urethra mucosa. Enduser had to take antibiotic.